Event description:
The distributor reported contamination was identified in the barrel of the syringe within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: the device was not returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found three similar device complaints for this lot number. The complaint is not confirmed. Merit is unable to determine a root cause without the device.